Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. It was also reported that an empty cartridge alarm occurred while the cartridge was not empty. The customer reverted to an alternate method of insulin therapy. There was no reported impact to customer¿s blood glucose level.